Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Pieces of cotton strings/cotton bits come out, vagina [foreign body in reproductive tract]. Cotton on the end is stringy, fraying, and parts of it come out. Tampon [device breakage]. Case narrative: consumer reported via e-mail that the cotton on the end of the tampon is stringy, fraying, and parts of it come out. No serious injury reported.